Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the trocar and dissector balloons appeared to be intact. The obturator was received. The inflation syringe was not received. No visual abnormalities were observed.pmv performed functional testing which included inflating the trocar and dissector balloons; no leaks were detected. The locking collar and valve functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, after the tech did a test inflate on the balloon, the device was handed to the surgeon. However the device would not inflate. There was no patient involvement.